Event description:
Same case as: 2134265-2009-02769. It was reported that post a stenting treatment procedure, an explant occurred. The lesion was located in a superior mesenteric artery. The lesion was predilated with a 2.0x20mm maverick balloon to 16 atms for 30 seconds. A 3.5x16mm liberte' bare metal stent was deployed in the mesenteric artery at 14 atms for 31 seconds. A second 3.0x8mm liberte' bare metal stent was deployed in another unknown abdominal artery at 16 atms for 30 seconds. A third 3.5x8mm liberte' bare metal stent was deployed in the unknown abdominal artery at 14 atms for 30 seconds. A fourth 2.75x8mm liberte' bare metal stent was deployed in the mesenteric artery for 28 seconds. Upon removing the delivery system for the fourth stent, the scrub tech noticed that the 3.5x16mm liberte' bare metal stent, which was the first stent deployed, had dislodged and was attached to the balloon catheter. A 3.5x12mm liberte' bare metal stent was deployed in the mesenteric artery at 12 atms for 19 seconds in the location that the first stent had previously been located. The lesion in the superior mesenteric artery was post dilated with the stent balloon to 12 atms for 7 seconds. No further injuries or complications occurred. Patient's status is satisfactory.